Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set components came apart while the transfer set was being disconnected from the ultrabag after therapy. The nurse stated that when they were disconnecting the transfer set, its dark piece (female connector) ¿unscrewed¿ from the light blue part (mainbody) of the set. The twist clamp held closed and there was no fluid leakage. During the follow up with the nurse, they indicated that there were no issues during the connection and therapy, but when they were disconnecting the patient from the setup, the connection made a grinding noise and the components disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in (catalog#), (510k#). The device was received for evaluation. A visual inspection and functional testing were performed. The visual inspection identified that the chip was separated from the female connector. There was no visible evidence of solvent present. The reported condition was verified. The cause of the event was determined to be a manufacturing issue - insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.